Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One (1) event was reported for this quarter. The reported event was not confirmed for one (1) device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes one (1) malfunction event in which the device did not retain the blade. One (1) reported event had no patient involvement; no patient impact.